Event description:
It was reported that the patient experienced tube from the syringe of the pump was torn off at the toilet event on (B)(6) 2026.

Manufacturer narrative:
Name: abbvie inc.,country: united states of america,street: 1 north waukegan road,city: north chicago,state: il,zip code: 60064. Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number.reporting site: 8021545.manufacturing site: 8021545.